Event description:
It was reported the device was not used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield release button would not work properly. There was no pt consequence.